Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that device needs a replacement user interface, system pcb, and printer repair kit. The customer did not accept repair quote and was unresponsive therefore, the device was returned to the customer without repair and no functional or performance testing was performed. No root cause could be established.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not complete its boot-up cycle. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.